Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where this lead and device were explanted. The lead has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The complete lead was returned severed in two segments at 11cm from is-1 terminal pin. The returned segments passed electrical continuity testing. Calcified body fluid (calcification) noted on distal shocking coils. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed an increase in shock impedance measurements to eventually become greater than 125 ohms in all vectors. The patient was seen for defibrillation threshold (dft) testing where shock impedance measurements returned normal values. The system will continue to be monitored. There were no adverse patient effects reported.